Manufacturer narrative:
Received two (2) used ch3011 admin sets w/ integrated chemo clave for inspection. Each chemoclave was stuck down as received. Each chemoclave was disassembled, and the internal spikes were found to be bent and broken. The reported complaint of no flow can be confirmed due to the stuck-down and damaged chemoclaves. The probable cause is due to a salt lake city molding defect. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported, on an unknown date, that a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemoclave® drip chamber, spiros® w/red cap, bag hanger was found to be occluded during patient use. It was stated in the report that the drug was pulled into a syringe from a vial with spiros (ch2000sc-10), then connected to the ch3011 circle priming port for infusion into the bag. The fluid path would not allow any infusion from the syringe + spiros into the bag. When the syringe + spiros was detached, their circle priming clave did not have ¿stick down¿. The pharm tech removed the spiros and tested if they could infuse using only a syringe, and it worked. This issue was very consistent, at least one, if not multiple times a day. There was no patient harm reported.